Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative reported that both side trackers were re calibrated which resolved the issue. No parts were replaced. No parts have been received by the manufacture for valuation.

Event description:
A site representative reported that during spinal fusion procedure, an imprecision of 1 millimeters was observed to the right on multiple imaging scans. The procedure was completed with the use of imaging. There was no delay to procedure. No impact on patient outcome.